Manufacturer narrative:
The hill-rom technician found the foot casters not holding due to them being internally worn. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed . It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the foot brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom account stating the foot casters were not holding in brake mode. The bed was located at the account in room 406. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).